Event description:
It was reported that while checking the oxygen tank content, a significant leak was noticed when the tank valve was opened. An attempt was made to tighten and properly seat the tank within the oxygen yoke fitting. A small oxygen fire was reported, originating from the oxygen connection. The user expressed their belief that an ac generated spark was the cause. The incubator was unplugged and the oxygen was shut off. No pt was involved.